Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with a 18/000/000 service alarm code (history pointer error while inserting a new record into history log). This is not a reportable malfunction. However, during verification testing at the service center, leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing, leakage was noted from the disposable batteries in the battery compartment of the device. The customer's reported alarm condition was duplicated during testing. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.